Event description:
Device report from synthes reports an event in spain as follows: it was reported that on (B)(6) 2022, ria 2 was used in tibial surgery, three (3) different drills came loose from the drill shaft during use. After surgery, the technique, the milling trees, and the milling cutters were reviewed. The burs are held in place, they click when connected, but with a little pull they come out easily. This report involves one (1) 14.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: procode: additional device product codes: hrx.. Initial reporter occupation: reporter is a j&j employee. Manufacturing location: supplier ¿ (B)(4). Release to warehouse date: 23-mar-2020, expiration date: 01-mar-2030, part number: 03.404.024s, 14.0mm reamer head for ria 2-sterile, lot number: 46p3596 (sterile), production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m024, ria 2 reamer head 14.0mm, lot number: 6823004 inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Certification for heat treat was reviewed and determined to be conforming. Raw material certificate of compliance was reviewed and determined to be conforming. Raw material certificate of tests was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the reamer head f/ria 2 ø14, p/n: 03.404.024s, was broken. No other problems identified. A dimensional inspection was unable to be performed due to device design. A functional test was not conducted since the mating device was not returned for examination. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the head f/ria 2 ø14, p/n: 03.404.024s would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.